Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several scratches on the display window and could barely read the screen. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 117 mg/dl at the time of call. The insulin pump will not be returned for analysis.